Event description:
A patient reported blood glucose results of 160 mg/dl, 247 mg/dl and 200 mg/dl with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. A check strip test was performed and the result fell within specifications. Meter and test strips were replaced.